Manufacturer narrative:
A ge service representative performed an over the phone investigation. The system was rebooted by the customer to restore functionality. The fse identified an issue with the cpu. No further evaluation information is available at this point and no further service was provided.

Event description:
The customer reported that the system displayed an error and locked up. No patient serious injury or death was reported related to this event.